Event description:
A left ventricular assist device (lvad) pt experienced a 90 second tia, the pts symptoms resolved. The pt was eventually transplanted without issues. The hosp wants the device evaluated.